Manufacturer narrative:
Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted from the clinic with increased lactate dehydrogenase(ldh) and hemoglobin in the urine. Review of the log files by the manufacturers technical services representative showed slight increases in power and flow, but these remained within normal parameters. Additional information received on 22oct2018 stated that the cause of the ldh was unknown and a ramp echo showed pump working appropriately. The patient received integrilin and was taken off effient to brilinta, continued triple therapy. The account stated that they will continue will continue monitor weekly ldh, inr goal is 3-3.5 with inr checks 2 times per week.

Manufacturer narrative:
The patient remains ongoing on vad support with no further related issues reported. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.